Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the bronchus to treat a malignant stricture during a bronchial stent placement procedure performed on (B)(6) 2024. The patient's anatomy was normal and was not dilated prior to stent placement. During the procedure, the stent was fully deployed. However, it was noted that the stent did not expand. The stent was removed, and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Manufacturer narrative:
Block b5 was updated based on the additional information received on august 19, 2024. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: an ultraflex tracheobronchial stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent fully expanded and deployed. No problems were noted with the stent. Product analysis did not confirm the reported event of stent failure to expand. There is no indication of what the customer reported because the stent was returned fully expanded and deployed. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the bronchus to treat a malignant stricture during a bronchial stent placement procedure performed on (B)(6) 2024. The patient's anatomy was normal and was not dilated prior to stent placement. During the procedure, the stent was fully deployed. However, it was noted that the stent did not expand. The stent was removed, and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on august 19, 2024. It was reported that the unexpanded stent was removed using forceps.